Event description:
It was reported that the pump showed: check plunger sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked on the left side. Check syringe plunger sensor was found in the event history log (ehl). The reported problem was verified during setup for a delivery test with smaller syringe; the timing plates were not set properly in the plunger head. The root cause of the issue was deemed to be the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): reset timing plates in the plunger head.